Event description:
It was reported that a pt's catheter had fallen out of intrathecal space, and was coiled at base of spine. This resulted in large lump. The pump was noted as protruding, due to pt weight loss. The pump was also thought to be too large, and there was concern for skin breakdown. The pt's system was indicated as being non-functional. The pump and catheter were explanted and replaced. A smaller pump was implanted. The pt was not injured, and had recovered from the procedure without sequela. Dilaudid and bupivacaine (daily dose: 0.180 mg/day, concentration: 30 mg/ml) were administered via the pump. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.